Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the device did not deliver a dose when the patient pendant was pressed. There were no reports of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.